Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left brachial region. A 7.0mm x 60mm x 80cm sterling balloon catheter was advanced to the target lesion. The balloon was inflated for 60 seconds however it ruptured at 10 atmospheres on the first inflation. The procedure was completed using a 6mm x 40mm symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).